Event description:
It was reported that the customer was wearing the insulin pump inside her clothing during physical training and now it has condensation inside the screen and it alarmed button error. Blood glucose value at time of event was 430 mg/dl and it was stated that the customer has been waking up with high blood glucose but has also had low levels of 48 mg/dl, 59 mg/dl and 64 mg/dl. Customer was at school and nurse could not make decision on the insulin pump replacement. Customer was instructed to turn to back up plan and have parent get back in contact for replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.